Manufacturer narrative:
The insulin pump failed leak test. The insulin pump leaked at the display window edges. After battery installation, the insulin pump powered up and gave a white spot at the top left corner due to moisture damage. The insulin pump was received with fading serial number label. The insulin pump was received with missing display window cover, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was water in the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and was returned for analysis.